Event description:
Pt received double bolus of activase as a result of pump failure secondary to puncture in another co's IV tubing. First machine bolused; tubing changed and machine would not work; machine changed and then second bolus was given. Pump read false occlusion secondary to wet ultrasonic detector. (Also see 1001962.)